Event description:
Sales consultant reports: during pre-testing/routine maintenance on (B)(6) 2013, it was discovered that two small battery drives had no power; it was also tested with other batteries. The reporter stated the small battery drive was not being used in surgery. There were no delays in scheduled surgeries, a spare small battery drive was available. There were no injuries or medical interventions were reported. No additional information available. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by (B)(4). Report received indicates the reporters complaint that this device does not function properly was confirmed. A functional assessment was performed which confirmed that the motor is damaged. This is due to immersion during cleaning.

Event description:
It was confirmed that the device was being used during surgery. No delay in surgery as spare device was available.